Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran ECG on all channels. The unit passed all calibration, functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during set up, the cs300 intra-aortic balloon pump (iabp) was not picking up an EKG signal. There was no patient involvement and no adverse event reported.

Event description:
It was reported by the customer that during set up, the cs300 intra-aortic balloon pump (iabp) was not picking up an EKG signal. There was no patient involvement and no adverse event reported.